Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: "insulin should be at room temperature before filling cartridge." Per tandem use guide: "use only single-use, disposable t:slim cartridges. The efficacy of your t:slim pump cannot be guaranteed if cartridges other than those manufactured by tandem diabetes care, inc. Are used or if cartridges are filled more than once."

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A system check was performed by tandem technical support (cts) and it was determined that the customer re-used the cartridge, and exposed insulin to extreme temperatures. Cts educated customer on insulin labelling. Recommendation was made to discuss diabetes management with a health care professional.